Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Further clinical testing could not be conducted as the tubes expired 28feb2023. Please note tubes should be inverted by at least 5 complete and gentle inversions. Customer indicated they were inverted 3 or 4 times. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there was elevated potassium with lot # 2046966."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there was elevated potassium with lot # 2046966."